Manufacturer narrative:
Patient unstable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular fibrillation post system implant and required to be shocked externally. The patient was med-evac'd to another facility for further care. Upon interrogation decreased r-wave sensing and undersensing were noted. It is unknown if r-on-t pacing caused the patient's ventricular tachycardia/ventricular fibrillation as a result of undersensing. It is also unknown if the patient's pacemaker or right ventricular lead is the cause. Possible right ventricular lead movement was also suspected. Programming changes were made. The patient was unstable and continuing to be monitored.